Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was transferred from an outside hospital on (B)(6)2022. The patient had left-sided chest pain which was midaxillary and extending to under their left breast. This pain has been present for weeks, but has worsened over the past three days and had become constant as of (B)(6) 2022. There was no associated shortness of breath, nausea, diaphoresis, lightheadedness. There was no exertional component to the pain. The pain was worse with deep inhalation, certain body movements, and lying on their left side. The pain was reproducible to deep palpation. The patient has seen pain management for their left arm pain and received a nerve block without relief. It was reported that the pain was related to the pump rubbing on the rib cage. No cardiac arrest or arrhythmias were reported. A computed tomography (CT) scan of the chest was benign, and pain medication was prescribed.

Manufacturer narrative:
Manufacturer's investigation conclusion. A direct relationship between the device and the reported pain and patient conditions could not be conclusively determined through this investigation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . No product is available for investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 18nov2021. No further information was provided. The manufacturer is closing the file on this event.